Event description:
It was reported that the patient felt dizziness and was feeling "very bad". An ambulance was called and found the patient to have a slow heart rhythm and the lead had stopped pacing. A temporary wire and pacemaker were used until the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that x-ray analysis was performed to verify there were no issues within the conductors. The lead was tested electrically and no intermittency or fluctuations were observed.